Event description:
When the catheter was connected to the probe, there was no image displayed on the monitor. The catheter was removed and a new catheter was used. The new catheter was working properly and there was an image on the display monitor. No injury to the patient.